Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2010. A review of the device history record has been completed. No deviations or non-conformances noted. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: pain and concern for textured implant device.

Event description:
Patient reported left side moderate pain. Patient presentative reported "plaintiff was implanted with biocell devices which plaintiff contends caused injuries." The device remains implanted.